Manufacturer narrative:
(B)(4).

Event description:
Procedure type: eye surgery. According to the reporter: the pt returned to the office 6 hours after discharge with wound separation in the middle of the stitch line, and suture knots intact on both ends of the running stitch. She required secondary closure of both upper eyelids. Wound dehiscence immediately after surgery usually results when the suture knot comes untied at one end of the suture. It appeared the stitch snapped in the middle of the stitch line, and the instance occurred during one week.